Manufacturer narrative:
An event regarding instability involving a scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The patients' left knee was revised due to instability of the anatomy. The patella was not revised.

Manufacturer narrative:
The following devices were also listed in this report: scorpio ps femur waffle w/lfit; cat# 71-4107l; lot# k01h777 series 7000 standard tibia; cat# 7115-0005; lot# t01h436 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patients' left knee was revised due to instability of the anatomy. The patella was not revised.